Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when x-ray showed pneumothorax on the left side. A closed drainage was performed successfully. The patient later presented in clinic for six month check up and the pneumothorax had resolved.